Manufacturer narrative:
Date sent to FDA: 8/4/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted during which the surgeon noted ¿the mesh had pulled away on one side, which caused the recurrence. Lysing the adhesions from the mesh took approximately half of the procedure time. It was reported that the patient experienced severe pain, discomfort, nausea, chills, inflammation, infection and loss of appetite. The patient had a previous mesh implanted on (B)(6) 2009 which was captured in a separate file. No additional information is provided.